Event description:
Medics were called to a person diagnosed in cardiac arrest. After 6 automated ECG analyses were performed and 3 shocks delivered, the device allegedly lost power. The battery was replaced, but unit power could not be restored. The pt was not resuscitated. The rptr said he was not sure whether or not the reported problem may have caused or contributed to the pt's death.